Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed the 30 joule self test allowing the device to discharge 200 joules into the test port. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.